Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 448-480 (mg/dl). Reportedly, the customer forgot to deliver a meal bolus. The customer stated they will deliver a bolus to address their bg levels and declined troubleshooting with tandem technical support.